Manufacturer narrative:
(B)(4). The devices have not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an intervention in digestive surgery, we used 3 catheters ch 18 for urinary drainage; all 3 were porous or pierced in the patient's bladder. All 3 catheters were tested prior to use and none had an issue. Each time the bag fell from the patient. To continue the intervention we used a ch 16 catheter. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. One actual sample was returned for investigation. Based on the complaint description, it was reported that during an intervention in digestive surgery 3 catheters ch were used but all 3 were porous. Visual examination was conducted on the returned catheter and it was observed that the balloon had burst. However, there was no sign of material degradation or abnormalities observed. Investigation was conducted by reviewing the balloon part under highly magnification lens (dino lite) with 50x magnification on the actual sample. There were scratch marks observed on the balloon surface of the sample near the burst area. Our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Other remarks: based on the investigation conducted, burst balloon may have likely, happened due to in contact with sharp or pointed object leaving scratch marks on the balloon surface. These scratch marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.

Event description:
It was reported that during an intervention in digestive surgery, we used 3 catheters ch 18 for urinary drainage; all 3 were porous or pierced in the patient's bladder. All 3 catheters were tested prior to use and none had an issue. Each time the bag fell from the patient. To continue the intervention we used a ch 16 catheter. There was no reported patient injury.